Event description:
It was reported that there was an issue with nj107 - biolox prosthesis head 8/10 32mm m. According to the complaint description, the patient fell and fractured the ischium about 12.5 years postoperatively. There was discomfort around the sliding surface, and pain when hip joint was moved; ceramic fracture was suspected. The revision surgery will be performed on (B)(6) 2024. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Other leading material (not sold to USA): (aesculap ag reference no. (B)(4)) nh102/ sc/msc ceramics insert 32mm 48/50 sym.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: visual inspection: aesculap ag received an unbroken ceramic femoral head and an unbroken ceramic insert for investigation. Primary metal transfer could be found with varying intensity on the bore surface of the femoral head. Primary metal transfer could be only found slightly existing and not equally distributed on the taper of the insert. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. The complaint problem could not be confirmed. There are no hints regarding a material, manufacturing, or design-related failure. / problem. Regarding the customer request about the squeaking noises, the manufacturer has the following statement: "an edge-loading situation and/ or recurring subluxations as appears to have occurred here can lead to a loss of fluid film lubrication between the ceramic components and a subsequent increase of friction. In rare cases, the increase of friction may lead to stripe-wear which may cause audible noises." Based upon the investigation results, a CAPA is not required.

Event description:
Update: this product was confirmed to be an involved component, following the investigation results. Other leading material (not sold to USA): (aesculap ag reference no. (B)(4)) (B)(6)/ sc/msc ceramics insert 32mm 48/50 sym. Involved component: (aesculap ag reference no. (B)(4); 9610612-2024-00258) (B)(6)/ biolox prosthesis head 8/10 32mm m.